Manufacturer narrative:
An event of "valve thrombosis" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
T was reported on (B)(6) 2021, a 25mm sjm masters series valve expanded cuff was implanted. On an unknown date the patient presented to a follow-up appointment in clinic and a valve thrombosis was noted. A thrombolytic therapy was performed. The valve remains implanted. The patient was reported to be in stable condition and since has been discharged.